Manufacturer narrative:
Failure analysis: the device history record review and photo analysis show no deviation in manufacturers specifications. Since the actual failure sample is not available, the actual failure analysis on the defective return sample cannot be conducted. Therefore, no root cause could be determined.

Manufacturer narrative:
The customer reported the product sample and photo is available for analysis. At this time, vyaire has not received the suspect device for evaluation. Any additional information provided by the customer will be included in a follow-up report.

Event description:
The customer reported a failure of the vital signs breathing bag. The patient was induced with anesthetic medications and to provide ventilation support, a flexible laryngeal mask airway was inserted. However, the anesthesiologist reported that the patient was not able to ventilate. As an intervention, the laryngeal mask airway was replaced by a face mask and the adjustable pressure limiting valve was also checked for leaks. Upon checking of the breathing bag, the device separated from the patient anesthetic circuit. The customer reported that the patient desaturated. Replacement of the breathing bag was performed to stabilized the patient and continue with the ventilation.